Event description:
It was reported that a user with a dexcom g7 experienced loss of glucose display on the ilet screen, described as three lines in the glucose indicator where a value should appear, consistent with a temporary signal loss between the g7 sensor and the pump; the sensor subsequently reconnected and readings returned. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms requiring intervention, no medical treatment, and no hospitalization. Investigation included review of device history via alarm history, which showed a sensor reconnection event consistent with transient communication interruption. Investigation of this case revealed a transient communication issue between the cgm and the pump, with the device resuming normal function upon reconnection. It was concluded, based on previously established findings for similar reports, that the cause was temporary signal loss due to communication interruption.